Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was over 194 mg/dl in the morning and then 60 mg/dl in the night. Then they treated with food and blood glucose raised over 600 with the infection and swelling. Customer's current blood glucose level was unknown. Troubleshooting was performed. The customer was in the emergency room as a result of high blood glucose. Customer was not wearing the pump at time of hospitalization. The product will not be return for analysis.